Manufacturer narrative:
(B)(4) date sent: 6/18/2026 b3: only event year known: 2026 d4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? No did the device deliver any staples? Yes, it did if yes, were the staples formed properly? Staples formed properly and some are not if yes, was the staple line complete? Yes, it was did the device cut? Device did cut it. If yes, was the cut line complete? Cut line did complete if yes, was there any issue with the cut line? No was there any difficulty opening the device jaws? No were there multiple loaded staples? No. Sales rep also added that "the device fired but it looks like the staples were clump together in a bird nest. Which is indicative of them not renting the stapler. In addition, they didn't rinse the stapler the knife blade assembly picked up a staple from the previous firing and pushed it to the end of the staple firing sequences and disrupted all the staples along the way. Sales rep also added: "I wasn¿t in case when it happened, but when they faced timed me. It looked like a lot of staples were bunched up on one end. I just surmised it was from lack of rinsing stapled off between firings. They have a lot of new staff that fail to do it sometimes. They had one more firing when I walked back in room that day. We rinsed the same stapler off, loaded a white reload, and it fired perfectly. Confirmation that lack of rinsing was probably the culprit. Inservice has been done and surgeon is constantly bringing rinsing up now to staff. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec3d60c, with lot/batch #a99u93, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to the dl by the sales rep that they fired the stapler multiple times and after multiple fires across a small bowl they had a disrupted staple line, the staples looked clumped together. The stapler wasn't being rinsed. There is no adverse impact on patient/user reported. Device is available for return.